Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported that in-stent restenosis occurred requiring treatment with a balloon catheter. No additional event or patient information is available.